Manufacturer narrative:
Qn#(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
The alleged event: it was reported that it was impossible to deflate the balloon when was inside the uterus. The procedure was the injection of blue liquid to see if the oviducts are accessible. Before use the balloon was tested without any failure. A needle was used to deflate the balloon. The patient's condition was reported as unknown.